Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system was found to be very warm and the air filters were filled with lint. Also the room temperature was at seventy three degrees. The filters were cleaned and the room cooled. Error was corrected and system was able to initialize. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 displayed error 253 and would not initialize. There was no adverse patient involvement reported. There was no patient info reported.